Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported separation. It may be possible that the wire was damaged during the insertion process or during placement of the balloon catheter. However, this could not be confirmed due to the condition of the returned device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left circumflex artery that was moderately calcified and mildly tortuous. During removal of a balloon dilatation catheter, it was noted that the whisper guide wire was separated at a point inside the guide catheter. To withdraw the separated guide wire, a balloon was inflated in the guiding catheter to hold the whisper guide wire, then, the guiding catheter and the separated whisper ms were removed as a single unit. It was confirmed nothing was left in the patient. There was no reported adverse patient sequela and no clinically significant delay in the procedure. A new guide wire was inserted and additional dilatation was performed to complete the procedure. No additional information was provided.